Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor was intermittently producing a driven ground signal. The cause for the failure was isolated to a defective r781 driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.